Event description:
Allegedly, during a procedure, the active light cable with adaptor became separated from the scope and fell onto pt's drape; it created a burn mark on the drape and pt sustained a small burn on right lower abdomen. Burn was treated with antibiotic ointment. Pt is doing fine postoperative. Reference to manufacture report # 1221826-2013-00020.